Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak; subsequently bleed back was noted. The tubing set was being used to deliver an unspecified hydration fluid. After an unspecified length of time in use, leakage was noted from the connection of the t-connector and the pt's peripheral IV catheter. A "small amount" of bleed back was noted in the tubing. The tubing set was replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info. Was provided.